Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 370 mg/dl, moderate ketones and dehydration. Two bags of saline solution and four units of insulin were administered. Customer was released from ER five hours later, re-hydrated, feeling better, with bg of 320 mg/dl. Customer alleged that cause of bg could have been due to an issue with the pump but was unsure of exact cause.